Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a random or unexplained no delivery alerts even after changing the battery failed batt test and had a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-398a, mmt-332a. Troubleshooting was performed. Customer reported insulin flow blocked alarm. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-398a. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. Unit was successfully downloaded using thump software. On adapt, no delivery (7) confirmed on 08/22/2023 18:35:00.000 during bolus. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec. No battery related alarms noted.proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies and found moisture damage on pcba1. Motor assembly, and force sensor. The following cosmetic damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing, cracked case, stained keypad overlay, cracked keypad overlay, missing display window/cover, pillowing keypad overlay, and scratched case in summary, customer's concern for no delivery/occlusion alarm not confirmed, however no delivery (7) alarm was noted on 8/22/2024 in download history review. Failed batt test not confirmed. Unit functioned properly and passed all testing within spec. In addition, moisture damage confirmed. Isolate to electronic and motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.